Event description:
An attempt was made to use the device with standard paddles to administer a defibrillator shock to a pt diagnosed in ventricular fibrillation. The device reportedly failed to deliver the shock to the pt. Ultrasound gel was mistakenly used on the defibrillator paddles instead of defibrillation gel. Another defibrillator was made available and used to treat the pt. The pt was not resuscitated.

Manufacturer narrative:
The svc rep evaluated the device. Proper operation was confirmed during functional and performance testing. The reported problem was not duplicated. Updated device software was installed. The device was subsequently returned to the customer. A clinical review of the reported info concluded that the likely cause of the reported event was due to user error. The recorded ECG data was indicative of the defibrillator paddle being placed on top of the ECG electrode on the pt's right anterior/sternal area.